Event description:
The investigation was concluded on the 10-mar-2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
510(k) number:k142688. Imdrf annex g code: g04092 - needle. Device evaluation: 1 unit of echo-hd-3-20-c device of lot number c1608253 involved in this complaint was returned for evaluation, with the original packaging it should be noted that this file is related to another complaint files. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 17 dec 2020 and a re-evaluation on the 22 dec 2020. The needle was observed to be broken proximally below the sheath extender. A distal kink was observed at the notch area of the needle which will be investigated under another complaint. The stylet cap was bent/damaged. Clarification was requested after the first lab evaluation as follows; ¿two failures were observed during evaluation of the returned complaint device yesterday, a needle break just below the sheath extender and a damaged stylet cap (see photos below) no kink was observed with the distal end of the needle. Is it possible that the complaint issue was due to the needle break (and not a distal kink as indicated in the answer to q.1 of the additional questions) which would also explain why the needle could not be fully retracted before removing from the patient was the damage to the stylet cap in the photo below observed prior to shipping the device back to cirl?¿ clarification was obtained after the lab re-evaluation as follows; ¿in relation to this pr a re-evaluation of the complaint device was carried out yesterday where as well as the 2 failures identified during the initial lab evaluation last week (proximal needle break and stylet cap damage) a distal kink was also observed. As a result can you please open an additional pr for ¿needle break below sheath extender observed during lab evaluation¿. As a result of the above a 2nd complaint was opened for the needle break observed below the sheath extender further clarification was requested as follows; ¿in relation to the mail below can you please share with the rep that a re-evaluation of the complaint device was carried out yesterday where as well as the 2 failures identified during the initial lab evaluation last week (proximal needle break and stylet cap damage) a distal kink was also observed so no need to answer the first query below. However, can the query regarding the stylet please be answered? -was the damage to the stylet cap in the photo below observed prior to shipping the device back to cirl?¿ reply was received as follows; ¿the stylet cap was not damaged before shipment.¿ the above reply would indicate that the bent/damaged stylet cap observed during the lab evaluation was most likely caused due to transport returns. Document review including IFU review prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1608253 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1608253. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). This will be investigated under file pr (B)(4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. The failure of needle broken was observed in the laboratory. A possible cause could be attributed to the device being used in a flexed or twisted position during the procedure or tortuous position as indicated in the additional information. Per additional questions difficulty was reported for both advancement and retraction of the needle, this could have been due to the needle break below sheath extender. The needle may have been damaged on attachment to scope and led to break due to required flexed or twisted position during the procedure. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
In relation to this pr, a re-evaluation of the complaint device was carried out on 17-dec-2020, where as well as the 2 failures identified during the initial lab evaluation last week (proximal needle break and stylet cap damage) a distal kink was also observed. This pr is capturing ¿needle break below sheath extender observed during lab evaluation of pr (B)(4)¿. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.